Manufacturer narrative:
Based on the information provided, it was undetermined as to how this event occurred. The site has been contacted for additional information and once this information has been received, a follow up report will be sent to the FDA. At this time, the site has not reported a system, instrument or accessory malfunction.

Event description:
It was reported that several days after a successful da vinci si tongue base resection (tors) procedure and after being discharged home, the patient experienced bleeding from the operative area and expired. No additional information has been provided; however, the site has been contacted and additional information is expected.